Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 entire piece of the jaw broke off inside patient. The harvester was able to use the jaws of the cutting tool to retrieve the piece and pull it out of the tunnel, and no other parts/pieces fell into the patient. A new device was opened to complete the case. There was a procedural delay. There was no patient harm. Photo provided by complainant shows the device with evidence of blood with a piece of silicone detached from the jaws.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 07/26/2024. A photograph was provided by the account. Signs of clinical use and evidence of charred material were observed. The heater wire was observed to be intact with no visual defects. The gray silicone insulation was observed to be entirely detached from the cold jaw and is separate from the device. A piece of silicone insulation along the heater wire of the hot jaw was observed to be peeled and between the jaws. An investigation was conducted on 8/8/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The heater wire was observed to be intact with no visual defects. The gray silicone insulation was observed to be entirely detached from the cold jaw and was returned separately for evaluation. A thin piece of silicone insulation along the heater wire of the hot jaw was observed to be peeled and detached. The detached insulation was returned between the jaws. Based on the returned condition of the device, photo evaluation, and results of the investigation, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000399911 history record review was completed. There were (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results for ncmr # 17985, it was determined that there is no relation between the batch manufacturing process and the reported failure. Based on the DHR/lhr review results for ncmr #17998, it was determined that there is a relation between the batch manufacturing process and the reported failure.